Event description:
The lens was removed and replaced with a monofocal lens at the patient's request due to her inability to tolerate the glare she experienced.

Manufacturer narrative:
Lens was received cut in 2 pieces with a distorted haptic. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Patient was unable to adapt to the multifocality of the lens. Visual effects are a known possible side effect of multifocal lens implantation.